Event description:
It was reported that during routine follow-up, automated mode switch episodes due to atrial lead noise were observed on stored electrocardiograms. No patient symptoms were reported. The noise could not be reproduced. Other electrical values were normal. The patient would be monitored.